Manufacturer narrative:
Analysis: the valve was explanted and discarded by the account. The subject delivery catheter system (dcs) was also discarded. As such, no product analysis could be performed. In addition, no procedural images were submitted for review. The device history record (DHR) for the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A DHR for the dcs is not required, as the product event does not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Conclusion: dislodgement of the valve by the distal tip of the dcs is likely related to operator technique or experience; the device instructions for use (IFU), instructs the user ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications; this event does not indicate device misuse or malfunction. The decision was made to snare the valve, though use of a snare to reposition the valve after deployment is complete is not recommended per the device IFU. As the snare attempt failed, the valve was explanted surgically and a surgical valve was implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-26, serial/lot #: (B)(4), ubd: 25-mar-2022, UDI#: (B)(4). Product analysis: the valve and delivery catheter system (dcs) were discarded by the account, therefore no product analysis can be p erformed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the deployment of this transcatheter bioprosthetic valve, during the retrieval of the delivery catheter system (dcs) from the ventricle, the nosecone dislodged the valve. The valve wedged into ascending aorta after it had dislodged. Multiple attempts were made to snare the valve to move it into the aortic arch, away from the coronary sinuses, however the valve was wedged into the outer wall of the ascending aorta. The valve was surgically explanted and a surgical valve was successfully implanted. It was noted that during the surgery there was no bruising or bleeding caused from the snaring of the valve. It was reported that the patient was recovering well following the surgery. No additional adverse patient effects were reported.